Event description:
It was reported that high lead impedance readings were obtained during a surgical consult appointment. The surgeon felt there might be a possible lead micro-fracture and would perform a full revision. There was a report that the pt had recently been in a car accident but it is unk if this affected the device. Pre-operative diagnostics resulted in an impedance value >10.000 ohms. The generator was replaced and diagnostics were performed again. This time the impedance value was 1883 ohms. The surgeon elected not to replace the lead at this time. Attempts are currently being made to obtain a copy of the surgeon's flashcard to review the diagnostics performed during surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.